Event description:
It was reported that the patient faced an event where the infusion set fell off on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-58959 / Initial 4 of 4.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.